Manufacturer narrative:
Should have been (B)(6) 2017, one controller, eight batteries and three controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries and controller ac adapters revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, con301223, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat213289, bat210773, bat219604, bat217874, bat217875, bat217107, bat219401, bat216116, and bat216173 as well as power switching events due to communication errors involving bat219401 and bat216116. Momentary disconnection will result in an audible tone or "beep". Data log files also revealed multiple instances involving bat219604, bat219401, and ba t216116 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of alarm files revealed one (1) vad stop alarm on (B)(6) 2017 at 14:34:03, indicating the physical disconnection of the driveline. This likely occurred when the controller was exchanged. Analysis of the event log files did not reveal any controller power-up events around the time of the reported event. As a result, the reported "pump stop" could not be confirmed. However, the reported power switching, beeps, and communication error events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Other products involved. Bat219604 - battery method codes: 10, 4112 conclusion code: 12, 4307. Bat219401 - battery method codes: 10, 4112 conclusion code: 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after log file review, two of the batteries were indicated to have had a communication error.

Manufacturer narrative:
(B)(4)- battery, evaluated by MFR: yes, manufactured: 2016-01-05. (B)(4) - battery, evaluated by MFR: yes, manufactured: 2015-11-03. (B)(4) - battery, evaluated by MFR: yes, manufactured: 2016-06-15. (B)(4) - battery, evaluated by MFR: yes, manufactured: 2016-04-14, (B)(4) - battery, evaluated by MFR: yes, manufactured: 2016-04-15. (B)(4) - battery, evaluated by MFR: yes, manufactured: 2016-04-01. (B)(4) - battery / evaluated by MFR: yes, manufactured: 2016-03-10. (B)(4) - battery / catalog # 1650de/ expiration date: 2017-06-30 available for eval: yes, 2017-10-09, evaluated by MFR: yes, manufactured: 2016-06-13. One controller ((B)(4)), eight batteries ((B)(4)) and three controller ac adapters ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries and controller ac adapters revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). Additionally, analysis of alarm files revealed one vad stop alarm on (B)(6) 2017 at 14:34:03 hrs., indicating the physical disconnection of the driveline. This likely occurred when the controller was exchanged, as a result, the reported "pump stop" could not be confirmed. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 04/30/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 06/30/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017, returned 10/09/2017, device evaluation anticipated, but not yet begun. Device not labeled for single use, (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was battery switching with permanent beeping and one pump stop noted.  The controller and batteries were exchanged.  No patient complications have been reported as a result of this event.